Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d6 a, g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. - complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2 - denmark. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. D4: attempts have been made to gather all product identification information and no further information has been provided.

Event description:
It was reported in a retrospective study one patient experienced knee dislocation leading to liner exchange. Attempts to obtain additional information have been made; however, no more is available at this time.